Manufacturer narrative:
H2: device evaluation: h3: analysis was completed for the umbilical cable that was returned. The reported issue was confirmed. The umbilical cable passed the continuity and gbit test. The umbilical cable was installed into a test system. The system's motion, generator, and communication readied, but charging failed. The system failed to charge on a power cycle. The pendant confirmed system readied but the x-ray ready light did not illuminate. 2d and 3d images failed. Visual inspection confirmed the connector cover is damaged. It was determined that there was a physical damage failure with the returned umbilical cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. Testing found that there was intermittent connection via the umbilical cable. There was damage noted to the pin area of the umbilical cable. The rep replaced the umbilical cable. The imaging system then passed the system checkout and was found to be fully functional. The umbilical cable was returned to medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the umbilical cable was damaged; the system would sometimes connect and sometimes it would not. It was also noted that standalone mode occurred frequently. The medtronic representative investigated the cable and stated that the connector looked damaged. There was no patient present when this issue was observed.